Manufacturer narrative:
Device evaluated by manufacturer: the apex monorail balloon catheter was received for analysis with no original packaging or other devices. There was contrast in the hub and wire lumen. There was an 8mm longitudinal tear in the balloon wall centered between the markerbands. Magnified inspection of the tear presented no indication of any material or manufacturing deficiencies that could have contributed to the formation of the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary artery treatment procedure a balloon rupture occurred.the lesion being treated was located in the left anterior descending artery. The physician used a 3.00x20mm apex balloon catheter for predilation. The balloon was inflated and burst on the first inflation to unknown atms. The device was removed intact and the procedure completed with a different device. There were no reported patient complications.

Event description:
It was reported that during a coronary artery treatment procedure a balloon rupture occurred. The lesion being treated was located in the left anterior descending artery. The physician used a 3.00x20mm apex balloon catheter for predilation. The balloon was inflated and burst on the first inflation to unknown atms. The device was removed intact and the procedure completed with a different device. There were no reported patient complications.